Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 626216,626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Essure confirmation test done. Concurrent conditions included ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)."), bladder disorder ("bladder/urinary problems: bladder problems"), abdominal distension ("stomach bloating"), fatigue ("fatigue,") and vaginal discharge ("vaginal discharge"). In 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced hyperhidrosis ("hormonal changes/hormonal changes describe: sweating,"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, bladder disorder, abdominal distension, fatigue, hyperhidrosis, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal distension, bladder disorder, dysmenorrhoea, fatigue, hyperhidrosis, menorrhagia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: uterine myomas visualized and noted: anterior: 2.1 x 2.0 cm. Posterior: 2.1 x 1.8 cm. Cervical cysts visualized and noted: 1.1 x 0.8 cm and 0.7 x 0.7 cm. Right ovary visualized and noted with a simple cyst measuring 3.8 x 3.3 x 3.1 cm. Left ovary visualized and noted. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received- lot number added. Onset date of the event was updated. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Essure confirmation test done. Concurrent conditions included ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced abdominal distension ("stomach bloating") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)."), bladder disorder ("bladder/urinary problems: bladder problems"), hyperhidrosis ("hormonal changes/hormonal changes describe: sweating,") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, bladder disorder, abdominal distension, fatigue, hyperhidrosis, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal distension, bladder disorder, dysmenorrhoea, fatigue, hyperhidrosis, menorrhagia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Ultrasound scan vagina - on (B)(6) 2016: uterine myomas visualized and noted: anterior: 2.1 x 2.0 cm posterior: 2.1 x 1.8 cm cervical cysts visualized and noted: 1.1 x 0.8 cm and 0.7 x 0.7 cm right ovary visualized and noted with a simple cyst measuring 3.8 x 3.3 x 3.1 cm. Left ovary visualized and noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs+mr received-case became incident due to ablation. New events abnormal bleeding (vaginal), vaginal discharge, stomach bloating were added. Event hormonal changes updated to sweating. New reports, lab data, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.